Manufacturer narrative:
The device will be returned to physio-control for eval. A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
Customer reported that during pt use, the device nibp display randomly showed xxx values, and it started to reboot the nibp function which locked up all other functions. The device was turned off/on and normal operation was restored. The reported issue had no adverse effect on pt.